Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received information through their device tracking system regarding patient death on (B)(6) 2012. The cause of death states - hemorrhagic cerebral vascular accident (cva) and care was withdrawn.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.